Event description:
A us distributor reported that a monitor had thermal damage.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (thermal damage) was isolated to contamination on the belt receptacle. Both receptacle pulse pins were burnt and showing signs of physical damage. The root cause for the burnt pulse pins was physical damage. Lifevest patient instructions for use remind and warn patients not to expose the life vest electronic components to liquids or contaminants. There was no adverse event that resulted from the damaged monitor.